Event description:
Literature reference: j letard, et al. Wireless esophageal ph monitoring: technical aspect. Acta endoscopia. 2006; 36(2): 163-165. The article discusses the results of twenty-two patients who were implanted in 2005 with telemetric capsule. The patient experienced moderate transitory (<72 hours) dysphasia. The patient had biopsies of the lower third of the esophagus. Residual drops of blood collected in the aspiration chamber, which limited its function. The system was removed, the capsule washed with sterile normal saline using suction and then put back in place.

Manufacturer narrative:
.